Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage on large needle driver (lnd) an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large needle driver instrument was analyzed and found to have the main tube broken where it meets the proximal clevis at the distal end. A piece measuring approximately 0.054¿-0.188¿ was not returned with the instrument. An additional observation not reported by the site that is related to the primary failure: the instrument was found to have a dislodged proximal clevis at the distal end. The complaint regarding the large needle driver instrument being skewed in relation to the carbon sleeve was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted transthoracic chest anastomosis esophagectomy surgical procedure, the large needle driver instrument was skewed in relation to the carbon sleeve. It is unknown how this happened. The operating assistant and instrument administrator from the central sterilization department checked it together and the instrument still appeared complete. The procedure was completed with no reported injury using back up large needle driver. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the instrument was inspected prior to use and there was no damage or anything out of the ordinary. The instrument was in normal condition. The customer confirmed that the procedure was completed without a problem with a backup instrument.